Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the right common femoral vein using a penumbra engine canister (canister) and penumbra engine (engine). During the procedure, when the scrub tech placed the canister into the engine, they noticed a crack in the canister. They attempted to use the canister, but the engine would not illuminate up to the four indicator lights. Therefore, the canister was removed. The procedure was completed using a new canister and the same engine. There was no report of an adverse effect to the patient.